Event description:
While advancing the guidewire (subject device) to the lesion in the basilar artery, the guidewire broke inside the microcatheter. Patient is reported to be fine.

Manufacturer narrative:
Device manufacturer date: the batch/lot# is unknown as the batch/lot# was not provided.